Event description:
A malfunction alarm was reported upon the pump's startup, which persisted despite restarting the pump. There was no adverse impact on the customer's blood glucose level. The customer was provided with a replacement pump, as the device was scheduled to be returned.